Manufacturer narrative:
The end-user experienced severe hyperglycemia progressing to diabetic ketoacidosis requiring hospitalization and ICU-level care. This condition can result in acute metabolic decompensation requiring urgent treatment and is consistent with the reported insulin drip and intravenous fluid therapy. Engineering log review indicated the ilet was functioning as intended, with no device malfunction identified. Device data confirmed hyperglycemia beginning after a supply change, and the user reported a bent cannula upon removal, indicating likely interruption of insulin delivery due to an infusion set issue. Based on available information, the event was attributed to a fluid pathway issue related to the infusion set rather than a device malfunction. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 it was reported that on (B)(6) 2024 the end-user experienced a hyperglycemic event with blood glucose levels up to 520 mg/dl, which progressed to diabetic ketoacidosis (dka). The end-user was hospitalized, received insulin and intravenous fluids, and required ICU admission. The end-user was treated and discharged on (B)(6) 2024.